Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the device found that the insulation has been compromised. There are dings and scratches throughout the shaft of the handle. An insulation integrity test was performed and failed. The probable root causes could be user mishandling and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.